Event description:
During the procedure, the device became stuck in a stent. The device was used to assess the left anterior descending artery#6 restenosis lesion where the stent had been placed. After fractional flow reserve measurement, when attempting to remove the device, the tip was caught in the stent. An intravascular ultrasound catheter was inserted into the coronary artery and was advanced over the tip of the device and the device was removed. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One pressure wire x (wireless) was returned for analysis. The results of the investigation concluded that the distal tip coil had been bent which could be attributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with the reported event. The cause of the guidewire damage is consistent with damage during use.